Event description:
Patient tested in the suspect device with an inr result of 4.0. A lab draw result was 2.9 inr. No treatment alleged. Controls were in range on the device. The device was replaced and requested to be returned for evaluation.